Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed interface module leak. There was no patient involvement.

Manufacturer narrative:
Updated fields:b4; b5; b6; b7; d9; d8; d10;e2; e3; e4; e1 initial reporter name, telephone number; g2; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, health effect ¿ impact codes; h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the pim that was supplied by the customer. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 2 apr 2025. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of the pim test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails leak differential test with -139mmhg. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4). Based on the information in the complaint, the probable root cause is leak of the pneumatic/patient interface module due to component reliability or fatigue.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) patient interface module failed leak test. There was no patient harm.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields: h6 type of investigation, investigation findings.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected field: d9 returned to manufacturer.

Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter name is (B)(6). Updated fields:b4; g3; g6; h11 corrected fields: e1 event site email address, initial reporter name; e2; e3; e4; g2; h6 component code, investigation conclusion. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the pim that was supplied by the customer. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following investigation was performed by (B)(6) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: (B)(6) 2025. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of the pim test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails leak differential test with -139mmhg. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. Based on the information in the complaint, the probable root cause is leak of the pneumatic/patient interface module due to component reliability or fatigue. Dm (B)(6) 2025.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; g3; g6: h11. Corrected fields: h6 component code.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; g3; g6; h11. Corrected fields: d5.